Event description:
In (B)(6) 2012 my husband had a lumbar fusion with allograft at (B)(6) hospital in (B)(6). Dr (B)(6) was his surgeon. H-genin putty was used, manufactured by berkeley advanced biomaterials. Lot tg04avat48a. My husband developed a very large seroma post operatively, and on post op day 8 he suddenly developed multiple cranial nerve palsies, sensory deficits (numbness of the right face, arm, and torso), severe headache, facial droop, double vision, photophobia, and "mental fog". He was admitted to the hospital for 8 days, had a lumbar puncture and multiple imaging studies MRI, CT, etc. Copious lab work done. Everything was negative. He was discharged from the hospital with a cane, an eyepatch, and a prescription for physical, occupational, and speech therapy. Prior to this happening, he was a healthy (B)(6). His neurologist thought it was some sort of autoimmune reaction to the surgery. The question was raised as to whether this could be a reaction to the stem cells that were part of the bone graft, but phone calls to dr (B)(6) were made and he said that was not possible. He told me the same thing. After 6 weeks of little to no improvement, (B)(6) was given ivig in the hopes of speeding recovery. We had to stop after 2 doses of ivig because it made him extremely ill. This was on (B)(6). On (B)(6), I took him to the emergency room after an afternoon of him complaining that he felt extremely weak today, to the point of having difficulty breathing. He was admitted to the ICU and placed on a ventilator secondary to developing weakness to the point of not being able to move any of his extremities or breathe effectively. The decision was made to try plasma exchange. (B)(6) was on the ventilator for 6 days. After about 3 days of the plasma exchanges, he was able to start moving his extremities again, but still felt like a tight band was around his chest. He was extubated and finished the plasmapheresis treatments. By the time he was discharged from the hospital, the plasma exchange had resolved all of (B)(6)'s prior symptoms of numbness, photophobia, and headache and dizziness. Once again, mris and lab tests were negative. We went home without the cane or the eye patch. It was a miracle. As the months went by, (B)(6)'s facial numbness returned. His debilitating headaches slowly came back with a vengeance. Then he started having weakness and numbness of his right arm and leg (all symptoms have always been on the right). Periods of "mental fogginess" increased. At times he would say things that didn't make sense or have trouble with word-finding. One day at work, his leg stopped working for about 10 mins. That was when he decided to tell me. He was admitted to the hospital again on (B)(6). Had another round of plasma exchange, which again resolved almost all symptoms. For about 3 weeks. The symptoms have been creeping back again. We are flying to (B)(6) in 2 weeks in the hopes of finding a diagnosis, so we can come up with a treatment plan. Whatever this is, it is not going away and it all started with the lumbar fusion surgery.